Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported during procedure, the physician had a difficulty to remove the stylet. The stylet was able to be inserted without any issue. Multiple stylets were tried without any success. The stylet was stuck inside the lead and would hang up at the pin portion of the lead, which eventually resulted in dislodgement of the lead. The lead was explanted and replaced. The patient was stable.